Manufacturer narrative:
No product was returned and lot number is unknown. Was unable to evaluate. Users are instructed, per IFU, to remove the applicator with the probe, as a unit, if resistance is felt on withdrawal of the applicator. This event is more than likely due to user error.

Event description:
A physician reported that a resident from their facility used a gel mark ultra, lot unknown. He/she felt resistance on withdrawal of the applicator from the probe and pulled it resulting in a tip shear. No adverse patient effect was reported.